Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high pacing impedances. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
Additional information was received which indicated this right ventricular (rv) lead was surgically abandoned and replaced. The pacemaker was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The impedances were 456 ohms and the thresholds were 2.1 v in the unipolar configuration. It was also noted the lead had consistently high thresholds. The physician planned to continue to monitor and replace the lead when they replaced the device for normal battery depletion (nbd). At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.